Event description:
It was reported that the patient went to the hospital due to the side of the inflatable penile prosthesis (ipp) right cylinder being swollen due to ballooning of the component. Two weeks later a surgical procedure was performed in which both cylinders were replaced. The cause was suspected to be due to overuse of the device. The patient was stable and got better following the operation.

Manufacturer narrative:
Investigation summary: based on the information available and the product analysis results, the allegations of cylinder aneurysm were confirmed. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the returned device was thoroughly analyzed. Visual inspection of the cylinders identified war at the fold in both. Cylinder 1 revealed air between the inner tube/fabric and the outer tube when inflated; however, no leaks were found. Cylinder 2 was pressure tested, performing within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the side of the inflatable penile prosthesis (ipp) right cylinder being swollen due to ballooning of the component. Two weeks later a surgical procedure was performed in which both cylinders were replaced. The cause was suspected to be due to overuse of the device. The patient was stable and got better following the operation.